Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient was using the cartridge and infusion sets per their instructions for use and was unable to complete the prime steps without the pump emitting an occlusion alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/12/2016 with the following findings: the black box showed deliveries interrupted due to occlusion alarms on (B)(6) 2016 at 16:47, 16:50, 19:43, 19:46, 19:56; the force at time of occlusions was high. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24hrs with no occlusions occurring. The force sensor calibration test confirmed the sensor was detecting the correct force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.